Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.

Event description:
Patient was implanted in 2006. Patient had a recurrence with repair in 2007 - it was found that the collamend was completely intact with lack of incorporation. There was no evidence of infection.